Event description:
Related manufacturer reference number:2017865-2024-35128. It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found from x-ray that patient's atrial and right ventricular (rv) lead was dislodged. Both leads were explanted and replaced. The patient was stable.